Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown.

Event description:
The user facility reported that when starting the impella cp procedure the physician was not able to advance the impella through the 14x25cm sheath. A new 14x25cm sheath was used but this new sheath also kinked and impella was not able to advance. A 14x13cm sheath was placed and the impella was advanced successfully and started in auto mode.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical and difficulty inserting/removing pump through introducer has been completed. Both 14fr x 25 cm introducers were kinked at the same location. No other damage was noted on the 14fr x 25 cm introducers. The cause of the introducer damage issue was most likely introducer sheath kink, which was most likely associated with the patient's tortuous vessel condition. The cause of the difficulty in inserting/removing the pump through the introducer was due to a kink in the introducer sheath, which was most likely associated with the patient's tortuous vessel condition. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-28414 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-28414 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-28414 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number 1220648-2025-28414. D10 added pump information since the initial manufacturer device report number 1220648-2025-28414 was submitted in accordance with updated procedures.